Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 500 mg/dl. Customer delivered a bolus and customer's parent assisted the customer by administering an insulin injection to address bg. Customer did not know cause of event. Recommendation was made for the customer to discuss the event with a healthcare provider.